Manufacturer narrative:
A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. With the limited amount of info available, it is not possible to draw a clinical conclusion between the device and the event.

Event description:
Approx 10 months post-procedure, the pt died of unk causes. The report is from the study. The pt was a male with a history of smoking and a family history of coronary artery disease. The target lesion was the bifurcation of the right common carotid. Pre-procedure stenosis was 95%. Lesion length was 20mm and diameter was 8mm. The lesion was severely calcified and ulcerated. The lesion was pre-dilated. A precise 9 x 40mm stent was deployed at the target lesion. During the procedure, an angioguard rx, size 5 basket, was successfully deployed and retrieved. There were no neurological deficits when the pt left the angiography suite. The pt was discharged 8 days later. Approx 10 months post-procedure, the pt died. The site spoke with the pt's son and no cause of death was given.